Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system backup battery was dead. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint is confirmed by the user facility's biomedical engineer (biomed). The biomed tried to charge the unit overnight and the batteries were still dead in the morning. The biomed contacted the technical service department who instructed him to reset the circuit breakers and the batteries were recharged overnight correcting the issue. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.